Event description:
On (B) (6) 2010 the patient reported that for the past 4 months she has had elevated blood glucose readings of up to the 500's mg/dl. She said her readings when she wakes up is in the 100's mg/dl range but within 10-20 minutes after she begins moving her levels increase to the 200's to 500's mg/dl. She then has elevated blood glucose for the day and night. She stated that over the last month she has had to use more insulin to bring down her readings, using 25-30 units of insulin instead of 9-10 units. She is concerned about whether her infusion device is properly functioning. Troubleshooting did not find any product issues. She said her doctor advised her to adjust her basal rates. Courtesy infusion sets with a different cannula length, batteries, a battery cover, an infusion set insertion device and a guide to infusion site management were sent to the patient. On follow up with the patient on (B) (6) 2010, she stated her blood glucose levels are slowly decreasing. She stated she has not yet received the replacement items. On further follow up on (B) (6) 2010, the patient stated her blood glucose is still elevated and she thinks her basal rates are wrong. She was advised to switch to an alternate insulin therapy until she consults with her doctor. A request for clinical assistance was submitted. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.